Event description:
It was reported that mulitple malfunctions of the same alarm occurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.